Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details is not available at this time, as contact information for the reporter was not provided. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Regulatory agency reported a patient experienced capsular contracture, baker grade unknown, "breast pain, and high inflammation". "Joint/muscle pain, cognitive impairment, weight gain, severe breast asymmetry, depression, anxiety, etc." Were also reported, but not considered device related. This record is for the right side. The device status is unknown.